Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that and alert was generated because the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had an instance of pacing impedance greater than 2000 ohms. It was noted that there was a slight increase in pacing threshold but there were no episodes of noise recorded. When the patient was brought into the clinic for testing, the out of range impedance could not be reproduced. As the patient did not require pacing and the shock impedance values were normal, it was recommended that the clinician continue to observe the situation and reassess if the patient develops a need for pacing. The ICD remains in service. No adverse patient effects were reported.